Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2019, the resident surgeon was using the mallet to drive a femoral recon nail (frn) down. The driving cap/threaded began to unscrew from the radiolucent insertion handle and the threaded end broke off and became lodged inside the insertion handle, rendering both instruments unusable. There were no fragments generated. There was another set of instruments available for use. The procedure was successfully completed with no surgical delay. The patient status was stable with no adverse effects. Concomitant devices: mallet (part: unknown, lot: unknown, quantity: 1), femoral recon nail (part: unknown, lot: unknown, quantity: 1). This report is for a radiolucent insertion handle frn. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.033.001, lot: l551415, manufacturing site: haegendorf, release to warehouse date: december 08, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the insertion handle was received at the us customer quality (cq). The device had minor signs of wear from typical usage. A portion of a broken threaded tip of an impactor/driving cap instrument is lodged inside the insertion handle. The threaded tip was unable to be removed. No other issues were identified with the returned device. Device failure/defect identified was not identified. Functional test: the returned broken impactor was able to be inserted into the returned insertion handle and secured. Albeit it was 1/2 of one thread form that was required to engage in order to assemble/secure the two instruments together. As the remaining threaded tip is already lodged inside the insertion handle. The shoulder of the impactor (just proximal to the distal threaded tip) which transmits the force to the insertion handle does sit flush on the insertion handle at cq. Therefore, the reported condition of not being able to assemble the two devices was not able to be replicated at cq. Manufacturing record evaluation: the returned device was manufactured in december 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Document/specification review: insertion handle assembly (current & manufactured to revision) steel body component for insertion handle (current & manufactured to revision) driving cap for insertion handle (current & manufactured to revision) the 03.033.001 insertion handle is a reusable instrument available for use in several systems, including the femoral recon nail system. In each instance, it is used in conjunction with a driving cap and hammer to insert a nail following the opening of the medullary canal and reaming (optional). The insertion handle/driving cap assembly are attached to the nail which is inserted into the patient. A note in the technique guide states "insertion can be aided by light hammer blows on the driving cap." A note also exists stating "confirm that the driving cap is tightly connected to the insertion handle, as hammering may loosen the connection." Reference: (femoral recon nail system surgical technique guide). No product design issues or discrepancies were observed during this investigation. Dimensional inspection: a measurement of the internal thread which mates with impactor/driving cap was unable to be achieved at cq because the broken off impactor tip remains lodged in the thread and was unable to be removed at cq. Conclusion: the complaint is not confirmed for the insertion handle. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible the driving cap device encountered unintended forces (off-axis or excessive based on the numerous dents and witness marks from hammer blows on the proximal surface). According to the event description, "the driving cap/threaded began to unscrew from the radiolucent insertion handle and the threaded end broke off inside the insertion handle." Therefore, it is most likely that the driving cap was not secured to the insertion handle during a mallet blow which allowed the forces to transmit solely through the distal thread form instead of through the shoulder feature which is just proximal to the threaded tip and sits flush to the insertion handle surface. Based on the investigation findings, relevant actions have been taken to address the issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.